Event description:
It was reported that the ventilator's blower was replaced and now there was no flow as the blower seemed not to be working. There was no patient involvement. The customer performed troubleshooting with technical support and was advised to replace the motor controller board. Upon a follow-up with technical support, the customer reported that during o2 testing the flows were also off, not equaling 10, 8.1 at best. Turned o2 to 21% and flow dropped to 7.5 then turned flow up to 200 and it stayed at 7.5 on the pneumatics screen and the analyzer. The customer was advised to replace the blower, solenoid valve and data acquisition board. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported that the unit was repaired and that several parts were replaced, however did not provide further information on what parts were replaced.